Manufacturer narrative:
Device 4 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that in 5 out of 10 wafers, the starter hole was off-centered. She did not use them and threw them away. No photo is available at this time.

Manufacturer narrative:
Batch record review lot 8b03420 was manufactured on 02/28/2018, line convex 2 pc 2. With a total of (B)(4). A batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 404592 sap material 1156500 and manufacturing order (B)(4) the batch record review supports that there were no discrepancies related to the issue reported. There are no photographs associated with this case and no unused return sample was expected. Investigation conclusion based on the investigation phase, the following causes were evaluated and considered as probable root causes or opportunities: 1. Method/process opportunities: a. Process instructions for mixer 250 does not specify the mixing cycle time in all of the step by step instructions. B. It was found that not clear instructions to handle the reclaim in the different recollection points are stablish. C. Contamination from materials from the cleaning process was identified as an opportunity was found, related to a contamination of the mass in case there is residues from the cleaning process (butyl rubber, one of the components of the mass). 2. Measurement opportunities: a. Mixer 315 (wc# (B)(4)) does not have a standard method to measure the stablish cycle time for each process step. The recipe cycle time must be followed as stablish in the procedure. This was corrected as part of attachment I. B. As an opportunity, to increase the reliability of the material loading process, a more robust process will be developed for mixers 250, 315 and 450. 3. Manpower opportunities: a. Cleaning monthly frequency is not being follow as establish for mixer 315. B. Understanding of the procedure. Easy to follow instructions use for personnel training could be develop for this technically complex area. 4. Environment opportunities: a. The carts and trays for mass storage are not properly storage evidencing, cross contamination during the storage time. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.